Event description:
Information was received from a healthcare provider via manufacturing representative regarding a patient who was implanted with a neurostimulator device for spinal cord stimulation. It was reported that the pocket incision was stapled during surgery and did not fully heal/close when the staples were removed. It was reported the wound was partially opened after post operation. It was reported no environmental/external/patient factors contributed to the issue. No troubleshooting was performed. It was reported that the wound vacuum was being used now and likely surgical intervention to re-close. Issue was not resolved at the time of this report. Product remains in service. A surgical intervention has been planned. It was reported infection is not known. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the open wound was from the incision in ipg area was not fully healed up after removing staples. An infection was not confirmed. No surgical procedure confirmed as of now.